Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the forceps/irrigation plug end cap was spinning idly when attached to the end of the tube. When the cap was removed, the metal parts that were originally glued came off. The issue occurred during inspection. There were no reports of patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue was confirmed. The device demonstrated deterioration of the glue, likely due to a combination of chemical stress during reprocessing and mechanical stress during assembly. The event can be detected/prevented by following the instructions for use in chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.